Manufacturer narrative:
General conclusion: device involvement: a causal relationship between the reported event and the device has been established. Event characterization: the event was classified as a device rupture. Technical investigation summary: laboratory testing. Laboratory evaluation was conducted in accordance with wi-001048 "pms laboratory testing units." Key findings include: visual inspection: macroscopic examination of the returned device revealed clear evidence of shell rupture. Microscopic analysis: under magnification, the shell exhibited trace marks indicative of interaction with a sharp instrument. The morphology of these marks closely matched those reproduced under controlled laboratory conditions simulating instrument-related damage. These findings differ significantly from patterns associated with spontaneous rupture (e.g., fatigue or shell degradation). Shell compliance testing: mechanical and material integrity testing confirmed that the implant shell met all applicable international specification standards. Root cause analysis: based on the testing results, the most probable root cause of the iatrogenic rupture is a damage from a sharp surgical instrument. Such damage may have compromised the shell¿s integrity, predisposing it to failure during clinical procedure. Dfu and labeling evaluation: the alleged event is a known, well-documented complication associated with silicone breast implants. It is clearly addressed in the product¿s directions for use (dfu), which states: rupture/deflation tissue expander rupture/deflation occurs when the shell develops a tear or a hole. Rupture/deflation can occur at any time after implantation but increases in likelihood the longer the breast tissue expander is in place. The following may cause expanders to rupture/deflate: damage by surgical instruments, device stress and weakening during implantation, age and design of the device, placement, occurrence of post-operatory hematomas or seromas, folding or wrinkling of the expander¿s shell, trauma and severe capsular contracture. Expander deflation may occur if there is leakage of saline solution when inserting the needle out of the injection area during filling; another possible cause is a damaged breast tissue expander envelope. The dfu also emphasizes the responsibility of the surgeon to fully inform the patient of potential risks and complications during the pre-operative consultation. Patients are provided with the document ¿motiva implants®: information for the patient,¿ accessible at IFU.motiva.health. Breast implants are not considered lifetime devices, and implant rupture is a risk associated with breast surgery, which can occur at any time. Literature reference: handel, n., garcía, m. E., & wixtrom, r. (2013). Breast implant rupture: causes, incidence, clinical impact, and management. Plast. Reconstr. Surg. 132(5), 1128. "A number of risk factors for rupture have been identified; the most common cause is surgical instrument damage." Device history record (DHR) review: a comprehensive review of the device history record (DHR) for the affected lot was completed. No deviations, non-conformances, or anomalies were identified during manufacturing. All raw materials and process parameters conformed to specified quality requirements. Trend and signal monitoring: the event has been evaluated as part of ongoing trend analysis activities within the pms program. Per the current complaint data report: no adverse or unexpected trends related to the alleged event have been identified. No further corrective or preventive actions are required at this time. Establishment labs will continue to monitor for similar events as part of routine pms surveillance.

Manufacturer narrative:
The alleged event is a risk associated with breast surgery, and there is no evidence to suggest a link between this particular implant and/or its manufacturing process and a higher risk of occurrence. The instructions for use in the directions for use were reviewed to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section on surgical precautions as follows: deflation: patients should be advised that tissue expanders may deflate and require replacement surgery. Tissue-expander deflation occurs when saline solution leaks through a break or damaged shell or injection port. Rupture/deflation can occur at any time after implantation, but the likelihood increases the more prolonged the breast-tissue expander is in place. Deflation occurs immediately or progressively and is noted by the loss of size/shape of the device. Establishment labs requested the motiva flora ® te in order to test the unit to determine the most assignable cause, including but not limited to: revision and characterization of the failure, testing according to approved standards, etc.). A complete review of the DHR for lot involved was carried out, no deviation was found in the manufacturing process. Additionally, there were no indications of abnormalities in raw materials or manufacturing processes which may have affected this particular batch. Establishment labs will continue to monitor for similar complaints/trends. As part of the post market surveillance process, monitoring of the primary endpoints reported is performed to determine unfavorable trends. Per our current complaint data report, no unfavorable trends were detected on this product. No further actions are required.

Event description:
New zealand. It was reported that a patient who was undergoing a reconstruction process with flora tissue expander required an explantation as the product deflated (sn (B)(6)). No patient demographics, such as weight, or ethnicity, were provided by the reporter. Efforts to gather additional information are ongoing, and the investigation remains in progress.